Manufacturer narrative:
The investigation of limb ischemia and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the limb ischemia could not be determined. The cause of the vascular damage issue was most likely patient condition related to diseased vessels. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05010: d4 model number in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. F6/f8-should have been left blank h.6 code 4643 was reported incorrectly. New codes were added to health effect - impact code.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 77-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. When explanting impella sheath, there was not sufficient bleed back before tightening down perclose closure. Unable to find doralis pedis or posterior tibialis pulse. Patient became increasingly restless and was over sedated, neo started for hypotension and was given narcan in the ccu and patient became alert and complained of back pain. Patient continued to deteriorated overnight. Was taken to cath lab intubated on neo, epi, levo, and dop for abdominal femoral runoff that found dissection from cfa to popliteal artery. A vascular surgeon was consulted.